Event description:
This syncardia companion li-battery pack (external battery) was not in use by a patient. The customer reported that the companion external battery was installed in a companion 2 driver. The external battery led lights indicated it was fully charged but the battery was not recognized on the computer displays. The companion external battery will be returned to syncardia for evaluation. This alleged failure mode poses a low risk to a patient because the issue was observed when the external battery was not in use by a patient. In addition, the reported issue would not prevent a companion 2 driver from performing its life-sustaining functions. Companion 2 drivers have redundant sources of power. The companion external battery will be returned to syncardia for evaluation. The results of the investigation will be provided in a supplemental MDR.